Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer experienced a high blood glucose level of 432 mg/dl. The customer also received no delivery alarms. His blood glucose levels got as high as 500 mg/dl. He treated his high blood glucose level with a manual injection. The product was not returned. Nothing further to report.